Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (charger faults) was confirmed. Upon eval, there was contamination on the battery board. The cause of the faults is the contamination. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contamination. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.

Event description:
Zoll customer support contacted an (B)(6) male pt to exchange his battery charger. The pt's downloaded data revealed charger faults occurring on both battery packs. The pt was issued a replacement battery charger.